Event description:
A customer reported that the screen of their device would not turn on, although the backlight and pump were functioning. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.